Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular lead noise resulted in the patient receiving an inappropriate atp therapy. The lead was explanted and replaced. At explant, damage was noted on the leads between the connector pins and the suture sleeves.